Event description:
A customer reported a power source alert indicating the pump battery would not charge. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer whether it exceeded 500 mg/dl. Technical support instructed the caller to plug the wall adapter into a working outlet and wait for at least 30 minutes to attempt charging, with plans to follow up.